Event description:
Nurse reports via our sales rep, that head surgeon experienced a miss drilling in two successive surgeries and therefore, asks to check the target device. She further reports that the surgeries were finished using the same device, which worked as intended during a second try.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.